Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.0mm non-bsc balloon dilatation catheter. However, the indentation was unable to be performed but the physician attempted to perform intravascular ultrasound. Upon advancing a non-bsc intravascular imaging catheter, it was unable to cross the lesion. Then a 15mm x 2.50mm nc quantum apex balloon dilatation catheter was used to dilate the lesion but still the indentation was unable to be performed on the first inflation at 12 atmospheres. Upon the second inflation, the balloon ruptured at 16 atmospheres. The device was replaced with a non-bsc balloon catheter but it also ruptured upon the first inflation at 14 atmospheres. After ablation with a 1.50mm and 2.00mm rota, the physician performed dilation with a 2.5mm non-bsc catheter and deployed a non-bsc stent. The procedure was completed with no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).